Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, strut damage was seen. The target lesion was located in an unk vessel. The physician predilated the lesion with an unk balloon and prepared a 2.5 x 20 mm taxus express2 drug eluting stent. Strut damage was seen before the stent entered the body. The procedure was successfully completed with a 2.5 x 16 mm taxus express2 drug eluting stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good'.